Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 521 mg/dl, 119 mg/dl, and 125 mg/dl when all tests were performed within 10 mins on the aviva system. Rptr stated that the memory of the same system stored 115 mg/dl instead of the 521 mg/dl. Rptr indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.